Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she had high blood glucose but not hospitalized. Customer's blood glucose was 550 mg/dl. The customer was treated for high blood glucose by bolus with insulin pump. The customer was advised to change entire set, reservoir and insulin and treat. The customer was to follow up with healthcare provider concerning unexplained high blood glucose. Customer was advised to call us back when she is ready to change her set so that we can do the high pressure test. The customer also reported via phone call indicating that the insulin pump had moisture exposure. Customer's blood glucose was 550 mg/dl. The customer stated that the moisture exposure is insulin. The customer was assisted in performing self test and it completed. The customer was advised to monitor the insulin pump.